Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-363660, femoral head, lot # 752950. Item # 51-103090, femoral stem, lot # 3971799. Item # 00625006525, bone screw, lot # 63651669. Item # 00875101036, liner, lot # 63624627. Item # 00875705201, cup, lot # 63465370.

Event description:
It was reported during an initial right total hip procedure that the stem would not seat properly after routine broach technique was performed. The femur was broached to 10 mm and the 10 mm stem inserted unsuccessfully. The femur was then broached 8 more times to 10 mm, and then broached to 11 mm. The 10 mm stem continued to not seat properly. A 9 mm stem was opened and was inserted successfully. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. A taperloc stem was returned and evaluated against the complaint. The stem is in pristine condition. No damage was found on the neck, porous coating, or distal end of the stem. Only a few nicks and dings were observed near the etching on the top of the taper. A small amount of foreign material was still affixed within the porous coating. Dimensional analysis was conforming to specifications. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.